Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, insulin pump¿s esc button for act button to work had to press act button multiple times, failed battery test, insulin pump rejects new batteries, backlight was dimmer, motor was louder and slower during rewind, had random unexplained no delivery alarms, had to rewind more than to prime, insulin pump locked up and lost settings after battery change. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.